Event description:
The customer called in to change the basal rate on her insulin pump and reported she was hospitalized with high blood glucose. Specific blood glucose value was not known. The customer's symptoms included dizziness, nausea, and vomiting. Emergency medical services were called and customer was admitted to the hospital with diabetic ketoacidosis. The customer was treated, advised to change settings, and was released. Assistance was provided with changing basal rates. The customer will not be returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.